Event description:
It was reported that the right ventricular (rv) lead showed a risen threshold and now measured at high values. High impedance was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01 implantable pulse generator (ipg) 2007 (B)(6). (B)(4).